Event description:
Magnesium sulfate was being administered by pump. It was set to deliver a 100cc bolus and then to beep so that the continuous rate could be set. When it beeped the nurse discovered that 250cc had been infused resulting in the pt receiving 10 gms of mgso4 rather than the 4gms ordered. The infusion was stopped and the pump was removed from svc. The pt was treated with calcium gluconate and recovered.